Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that the patient received inappropriate shock therapy due to supraventricular tachycardia diagnosed as ventricular fibrillation. Programming changes were recommended. The patient will continue to be monitored.

Event description:
Additional information received indicated that programming changes were made and the patient was stable.

Event description:
It was reported that patient presented in the hospital after device delivered inappropriate atp and hv therapy. Programming changes were recommended.